Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) using the coaccess introducer set was performed percutaneously on a pt (age and gender unk) during an hcc procedure at the right side of the pt's liver the size of the tumer was a little less than 4 cm. The first rfa was performed at the center of the liver's lesion, employing the half-deployed method and the roll-off was completed, then the electrode was pulled back somewhat and was deployed to a diameter of 3 cm. This second ablation was completed in 2 minutes and 53 seconds. A third ablation was performed in 1 minute and 31 seconds and was deployed to a diameter of 3cm. It was then pulled back to the surface and was deployed to a diameter of 3.5cm. A fifthe abaltions deployed to a diamter of 2 cm, for I minute, 22 seconds. The physician then felt some heat in his hand and then noted a 2-3cm burn exihibiting redness at the surface of the pt's skin, located in the region of the attached metal probe. The complainant reported that rfa procedure was succeddfully complated and that no treatment for the pt's burn given. In addition, the pt's current condition was rpoerted to be good.